Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). Reason for original complaint ¿ litigation papers allege: on or about (B)(6) 2006, patient was implanted with a depuy pinnacle hip on his left side. Patient has large amounts of cobalt-chromium metal ions and particles in his blood, tissue, and bone surrounding the implant. Patient has been experiencing severe pain and discomfort and inflammation in his left thigh and groin. He also experiences a popping and snapping sensation in his hip-joint when walking or moving to and from a sitting position. Patient will likely need to undergo revision surgery to replace the implant. Update (B)(4) 2015- pfs and medical records received. A dor was provided. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, trunnionosis, black stripe of residue between the cup and liner. The unknown hip is being changed to a unknown liner. Lab results from (B)(6) 2014 indicated metal ions levels below 77pb. The complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.